Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and blood leakage occurred. It was reported that during the operation, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury report. Additional information was received indicating the leak was coming from the hemostatic valve area as it was dislodged into the hub.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and blood leakage occurred. It was reported that during the operation, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury report. Additional information was received indicating the leak was coming from the hemostatic valve area as it was dislodged into the hub. Note: coding correction was processed on (B)(6) 2024 as it was discovered the incorrect h 6. Medical device problem code was reported in the initial medwatch report. The incorrect code was fluid/blood leak (a050401). The correct code of material separation (a0413) has now been populated into that field. Device evaluation details: on (B)(6) 2024, the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. The evaluation has been completed. According to the picture provided by the customer, fluid was observed with blood on the device and tubbing. Visual analysis of the returned device revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation reported by the customer was confirmed. The potential cause of the stress marks of the hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. From the sideport only, aspirate all air prior to fluid infusion; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).